Event description:
It was reported that the patient experienced stimulation in the wrong location about four months ago. Stimulation was felt in the patient's stomach and she was reprogrammed multiple times without success. The patient's symptoms became "much worse" since the loss of therapeutic effect. It was noted that the patient was going to have revision surgery scheduled. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3777-45 lot#: v711695011 implanted: 2011-(B)(6) explanted: na; lead model: 3777-45 lot#: v729612013 implanted: 2011-(B)(6) explanted: na; extension model: 3708160 (B)(4) implanted: 2011-(B)(6) explanted: na; extension model: 3708160 (B)(4) implanted: 2011-(B)(6) explanted: na. (B)(4).